Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, visual analysis showed the tip-retrieval mechanism, handle of the dcs, inner member shaft, and spindle hub all appeared intact with no evidence of damage. The device was returned with the end cap/screw gear snap fit connected and the capsule fully closed. The capsule appeared bent or bowed. Functional testing showed the deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On applying minimal pressure, and pressing the meeting point between both deployment knob components, the deployment knob components partially separated at the carriage end. From close observation, one of the tabs appeared to have a hairline fracture at the point where the tab protrudes from the deployment knob. One of the tabs was detached from the male deployment knob component. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported the deployment knob (actuator) separated during loading. The suspect dcs was returned for analysis. The catheter tip was observed to be bowed; however, the description of the event does not indicate this damage occurred during the reported issue. The cause of this damage could not be determined. Damage was observed on the actuator tabs, with one tab detached. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, during the beginning of the loading process, the actuator handle cracked. The crack occurred when turning. It was noted that the loader was experienced. There was no unusual tension felt in the system during loading. No loose tabs were noted in the packaging and the deployment knob tabs appeared intact. A new delivery catheter system (dcs) was used for successful implant. No adverse patient effects were reported.